Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, noise occurs due to damage to the image pickup unit, and the image did not appear temporarily, curved rubber scratched due to external factors, curved rubber adhesive missing, switch 3 scratched, scratches on the operation part side of the universal cord part, video connector deformed, and video connector case cracked due to an external factor. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for the endoeye flex deflectable videoscope, exhibiting sandstorm like image. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image issue was due to a defective image sensor unit, failure of the internal circuit board of video connector, or another system failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.